Event description:
It was reported that the patient's generator was implanted in 2005 and it malfunctioned, so it was replaced that same year. No specifics are currently available regarding reported malfunction. Attempts for further information have been unsuccessful to date.